Manufacturer narrative:
Intuitive received the medium-large clip applier instrument used during this procedure and failure analysis investigations were completed. The reported event was replicated/confirmed. The instrument was found to have a loose grip cable at the grip hub. The instrument failed the intuitive imprecise motion test. A clip test was performed and failed.

Event description:
It was reported that during a da vinci-assisted procedure, the medium-large clip applier instrument jaws would not release from the target tissue after applying a clip. The instrument release kit (irk) was used. While the irk was being used, the instrument tip was reportedly moving and spinning while stuck on the tissue. The irk usage opened the instrument jaws and the medium-large clip applier instrument was removed from the patient. The customer reported observing a loose cable on the instrument. The customer reported that the procedure was completed robotically with no patient injury.